Manufacturer narrative:
Due to potential litigation, a nondestructive functional eval was performed on the c1000t. Test indicated that the primary relief valve measured at 22.0 psig and was within the specification 20.5 psig / 24 psig. The incident repeatability test did result with the dispersion of liquid oxygen from the unit when the unit laid on its side. (As warned in product labeling.) The unit has been quarantined and a replacement sent to the customer.